Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse confirmed the intermittent level sense errors/dispensing issues. The fse replaced the sample probe printed circuit board (pcb) and the sample probe holder to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the generation of intermittent erroneous zero/negative results on serum creatinine (cre) and ast when processed on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event. The results were not released from the laboratory.